Manufacturer narrative:
(B)(4). Batch # p55y9l. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Additional information was requested and the following was received: response to additional information request from jjm rep. What is the current patient status? As far as I am aware there was no issue with the patient. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain: no.

Event description:
It was reported that during a nephrectomy, the stapler was fired on a renal artery. Upon firing the device, there was an audible crunch sound. The device stapled but only partly cut. There were no clips or other metal objects around the surgical site. This is the second misfire in 14 days. There were no patient consequences. No additional information is available at this time.